Manufacturer narrative:
(B)(4). Date sent: 9/11/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: did the device lock-out (no staples deployed and no cut line started) or, did the device start to deploy staples and cut but could not be completed (partially fire) or, did the device fully fire and stop during the automatic knife return? Partial fire. Was there any difficulty opening the device? No.

Event description:
It was reported that during the lap gastrectomy surgery, could not fire farther after fired a little. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.